Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer and manufacturer representative reported that the patient had a change in symptoms. The patient had leakage of urine and feces due to a sudden change in therapy or symptoms. The patient had issues with stool and feces beginning in (B)(6) 2015 and then also had issues with urination beginning in (B)(6) 2015 around thanksgiving. The patient had been reprogrammed by their manufacturer representative in (B)(6) 2015 for better efficacy and had tried to increase stimulation. There were no falls or trauma that could be related to the issue. The patient had never tried changing programs, but had they poor communication screen on the patient programmer on (B)(6) 2016. The patient was not recently implanted or had a revision surgery. The patient used an antenna, confirmed the antenna was secure, and this did not resolve the issue. The patient had poor communication and no telemetry with and without the antenna. The patient tried new batteries in the programmer. The patient would follow-up with their health care provider (hcp) about how to resolve their symptoms. The patient would have an appointment on (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No troubleshooting or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.